Manufacturer narrative:
(B)(4). Method: the cracked warmer head of the complaint iw910jeu baby control mobile infant warmer was not returned to fisher & paykel healthcare (fph) for investigation. Our analysis is accordingly based on the photos provided by the healthcare facility, and the results of previous investigations on similar complaints. Results: the photos provided by the healthcare facility revealed that the warmer head was chipped off at the bottom edge of the upper head case. Crazing and flaking were also observed on that area. A cracked line was also noticed at the top of the middle section of the upper head case. Conclusion: based on the results of our previous investigations on similar complaints, it is likely that the reported cracking on the warmer head is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the warmer head begins to warm up during use, a chemical reaction with the incompatible cleaning solution results in gradual cracking and crazing of the warmer head. The product technical manual of the infant warmer features a diagram of the infant warmer which highlights the plastic surfaces of the unit containing components made from polycarbonate or acrylic, and states the following: - "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing hydroxides, hypochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base." - "caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces." We have since revised our cleaning instructions to recommend specific proprietary cleaning products.

Event description:
A healthcare facility in (B)(6) reported that the warmer head of an iw910jeu baby control mobile infant warmer had cracked. No patient consequence was reported.